Event description:
It was reported there was blue cable damage to the holster. There have been no patient consequences reported. There have been no interruptions in the breast biopsy.

Manufacturer narrative:
The holster was returned to the analysis site due to blue cable damage. The analysis results confirmed that the holster, per customer complaint, found the blue cable and the green cable split. To correct this, the analysis site replaced both the rotational cable and the translation cable. The holster was functionally tested and found to operate properly. The unit passed all qa functional testing and was returned to the customer.